Event description:
It was reported that the home patient (hp) accidentally disconnected from the patient line on the homechoice (hc) during the night therapy. The hp's hand was caught around the tubing that is close to the hp's stomach while the hp was half asleep. As a result, the hp had disconnected from the patient line. The technical service representative (tsr) advised the hp to end the therapy and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.